Manufacturer narrative:
(B)(4). Batch number: r5779d. Investigation summary: the analysis results that one ec60a device was returned with no visual non-conformances and with three ecr60b cartridges reloads present. The reload (b) was received unfired. The cartridge (c) was received partially fired 1/16. The cartridges ( d) was received partially fired 1/16 with the pan dislodged from the left side. The returned device and cartridge reloads (b and c) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire. During the lobectomy, could not fire with three ecr60bs. Finally changed one new gun to complete the surgery. There were no adverse consequences to the patient.